Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. Customer assistance involved providing pump reset information and helping the caller reset the pump, after which the malfunction did not recur. The customer was instructed to call back if the issue reappears and acknowledged the guidance.